Event description:
It was reported to philips that the device had failed the therapy delivery test during the operational check. There was no reported patient or user involvement and no adverse patient/user impact.